Event description:
Information was received from a patient's representative regarding an external device. The reason for call was recharger not charging implantable neurostimulator (ins) fully for about a month. Caller stated patient had a hard fall about 2. 5 weeks ago and fell flat on her face and chest went down onto the pavement. Patient was seen today by healthcare provider (hcp) and manufacturer representative (rep) was there and there were no issues that the dr had found. Patient service specialist asked why patient is having a hard time charging and caller states patient thinks it is not charging on her and she never see the full charge screen. During the call, recharger showed ins was about 75% charged but caller only seeing 2 coupling boxes and then they went away. Troubleshooting did not resolve the issue. No damage seen on recharger antenna. Patient services (pss) emailed repair to replace the recharger antenna. Patient representative stated recharger desktop charger (dtc) is bent near the connector pin. An email was sent to the repair department to replace the dtc. Pss contacted rep to see if he was familiar with the patient or knew who other rep was . Rep stated initial rep was the nurse that works with hcp. The patient rep called back to report that they did not receive the replacement equipment that was requested. The caller confirmed the shipping address was correct, but they mentioned that they do not typically have packages delivered to that address. Agent reviewed that the package was delivered yesterday morning to the address on file. Agent provided the caller with the fedex tracking number and advised the caller to contact fedex if they require additional tracking information.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 37791 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a product ID 37751 (serial:(B)(6) ; product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.